Event description:
It was reported that the pt was experiencing an increased numbness and pain in her legs when her scs system is on. She has turned her system off and is non-compliant in contacting her physician and states she does not want to address the issue at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.